Event description:
Consumer alleges that he is still having issues from the (B)(6) 2009 recall for the stability lock. The consumer alleges he has had the power chair repaired twice by two different dealers. The consumer alleges that his chair will tip forward when he encounters any kind of incline. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 4 years and 4 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.